Event description:
The customer tested her blood glucose and received a reading of 57 mg/dl using her contour meter. She retested using another meter and received a reading of 167 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Customer service advised the customer to return the test strips for eval, but the customer refused and ended the call. No product will be returned.